Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if some procedural factors may have contributed to the event. The 510k number is not known at the model number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of a swan ganz catheter with a disposable pressure transducer, continuous cardiac output was not able to be measured. In addition, pulmonary artery pressure values were inaccurate, higher than anticipated for the patient¿s clinical presentation. The swan ganz catheter and one of the three lumens of the dpt kit were replaced and the problem was solved. There was no error message displayed due to the inaccurate values. The patient was not treated based on the inaccurate measurements and there were no patient consequences relating to this issue. Additional patient demographics were not able to be obtained.

Manufacturer narrative:
For the swan-ganz catheter, refer to medwatch # 2015691-2017-04441.